Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of over 600 mg/dl and diabetic ketoacidosis. Reportedly, the customer vomited. The suspected cause of the bg level was the site; however, the customer did not observe any damage with the cannula, cartridge, or infusion set tubing. Reportedly, the supplies were in use for 4 days with humalog insulin. The customer was treated with insulin drip and was released from the hospital on (B)(6) 2017. Reportedly, the customer resumed pump insulin therapy.